Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A micropuncture transitionless stiffened cannula access set was used in a right lower extremity angiogram for evaluation of claudication. It was reported that, upon removing the cannula of the micropuncture introducer set, a portion of the cannula sheared off and fractured. The distal portion of the cannula could not be visualized and therefore a femoral cutdown was performed to retrieve the missing portion of the cannula. The wire was left in place. With dissection, the distal end of the cannula was seen still attached to the wire. Forceps and a clamp were used to maintain wire access and remove the residual portion of the microcannula from the artery. The patient outcome was reported to be "fine but cutdown was done only to remove the mpis sheath".

Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, complaint history, device history record, drawings, manufacturing instructions, quality control data and visual inspection of the returned devices was conducted during the investigation. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Visual inspection and functional testing of the returned device were performed and revealed: the coaxial catheter pair from a used device was returned for investigation. The shaft of the outer catheter was found to be separated into two pieces. The tubing was frayed/jagged at the separation site. Possible hemostat marks were observed on the proximal end of the separated distal segment. A kink was noted on the proximal segment just distal to the hub. Also, it was observed that the inner catheter was bent. An unopened, unused device was returned for investigation as well. Both returned devices met dimensional requirements. Based on the information provided, examination of the returned devices,and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.